Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision to address infection. Date of implantation: (B)(6) 2021, date of revision: (B)(6) 2021, (right knee). Treatment: tibial insert revision and irrigation and debridement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and based on the evidence provided, is not possible to determine any relation of a depuy device with the allegation reported. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Revision operative notes (B)(6) 2021 indicate the patient received a right total knee revision due to acute infection. Prior to revision the patient was experiencing pain, swelling, effusion and fever. Acute pus was encountered within the joint along with synovitis. The joint was aggressively scrubbed and lavaged and the insert was revised. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.